Event description:
It was reported that approximately 163 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, aseptic loosening, polyethylene wear and osteolysis. Revision surgery operative notes were provided. Intraoperatively the surgeon observed significant effusion and inflamed synovium from chronic synovitis. It was noted the femoral component was significantly loose and the tibial component was loosely affixed. The polyethylene of the patella component was noted to be worn. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03122, 1038671-2024-03123, 1038671-2024-03124. D10: (2195099)-02-010-01-0225 - logic femoral ps cem left sz 2.5. (1638638)-02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mmt. 200-02-32 - three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected h6: corrected investigation clinical codes.